Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent neurosurgery procedure on (B)(6) 2017 and suture was used. It was reported that the suture had been caught at the sealed area of the package before use. There were no adverse consequences to the patient.

Manufacturer narrative:
The actual sample was received for analysis. During the visual inspection of the partially opened foil, it was observed that a strand was in the seal area, however the sterile barrier was not compromised as the suture did not extend completely through it.